Event description:
Sorin group received a report that the pump touch screen was intermittently locking up during the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4) manufactures the sorin centrifugal pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative found that the perfusionist had cleaned the touch screen. However, the service representative was able to reproduce the intermittent lock up issue. The touch screen was cleaned again and the software was updated. After an nvmem calibration, the issue was no longer reproducible. The unit was returned to service. Photos of the involved device were taken and sent to sorin group (B)(4) for evaluation. Analysis of the photographs confirmed that there were no signs of fluid penetration or moisture ingress. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by sorin service rep.

Manufacturer narrative:
Patient info not provided. Sorin group (B)(4) manufactures the sorin centrifugal pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the pump touch screen was intermittently locking up during the procedure. There was no patient injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.